Manufacturer narrative:
The customer-reported intermittent alarms were not able to be reproduced and were not able to be confirmed during investigation testing. Only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded. During investigation testing, the driver passed all sections of functional testing. Additionally, a 48-hour observation run was performed with no alarms. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported alarms could not be determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5208 follow-up report 1.

Manufacturer narrative:
The freedom driver has returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient had actually switched to a backup freedom driver about a month ago (~01/23/2020) because the reported freedom driver was having intermittent fault alarms every morning which would eventually resolve on their own. There was no reported adverse patient impact at the time the driver was switched. The customer also reported that the reported freedom driver was obtained from the patient and replaced with a backup driver.